Manufacturer narrative:
Visual inspection found both instrument tips to be fractured. The deformation at the root of the hexalobes is in the clockwise direction, suggesting the incident occurred while loosening. It is possible that the locking cap had excess tissue caught in the threads, causing excessive forces when attempting removal; however, the exact cause of the reported issue could not be determined. The following sections were updated: b4, g6, h2, h6, and h10.

Event description:
It was reported by a representative from japan that a revision surgery was done to remove a screw and locking cap where the driver tip had broken off and was left inside the patient.

Manufacturer narrative:
The exact cause of the reported issue has not yet been determined. A supplemental report will be submitted following completion of the device evaluation.

Event description:
It was reported by a representative from (B)(6) that a revision surgery was done to remove a screw and locking cap where the driver tip had broken off and was left inside the patient.